Event description:
It was reported that the patient's device was explanted in (B)(6) 2011 due to a (B)(6). Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3387s-40 lot: v550216 implanted: (B)(6) 2010 explanted: na. Extension model 482a40 serial: (B)(4) implanted (B)(6) 2010 explanted: (B)(6) 2011. Programmer 7438 serial: (B)(4). (B)(4).